Manufacturer narrative:
The device was received by the manufacturer and is being evaluated. A supplemental report will be sent when the evaluation is complete.

Event description:
It was reported that small pieces of a black substance were noted to be falling out of the sleeves of two devices into the abdomen. The small black pieces were removed without incident. It was believed that they originated from the diaphragm of the device sleeves and that instruments were inserted and removed during the procedure. It also was believed that the procedure was a laparoscopic sleeve gastrectomy. Another device was used to complete the procedure. There was no patient injury. Black rubber-like fleck were observed in the sleeves following the procedure. See related MFR. Report #2134070-2015-00012.

Manufacturer narrative:
The device was returned to the manufacturer in good visual condition. During the evaluation of the device there were no tears found on the inner seal covering the iris, and it was fully intact. There were no pieces of black substance noted in the device. The device history record was reviewed, and no discrepancies were noted.